Event description:
The user reported discomfort when using the speech processor since (B)(6) 2022, which was described as a "twinge in her ear." Re-implantation was done on (B)(6) 2023.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity will impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. The problems described in the recipient report appear to match the damage found. This is a combined initial and final report.